Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed the message "no cassette loaded" and tried two different cassettes. There was patient involvement, and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. Visual inspection noted a degraded downstream occlusion (dso) seal. The dso sensor, dso seal, and upstream occlusion assembly were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.